Manufacturer narrative:
One retaining 2.5mm hex driver latchlock (rhd2.5) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured (image 1). Functional testing could not be performed since the device was fractured. Pre-existing patient conditions, tooth location, implantation period, x-ray or picture images are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (63869189) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63869189) and no similar event or complaint was found. Based the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
Dr. Indicated fracture. The tip of the gem lock hex driver broke during the initial specifications. The doctor stopped using the driver and used another product. No injury or delay.

Manufacturer narrative:
Section "d4: device UDI number" was submitted without a UDI # in error under manufacturer report # 0002023141-2020-01767.

Event description:
No further event information available at the time of this report.